Event description:
The customer reported that the insulin pump shut off four days prior to the call. Troubleshooting was performed. The alarm history revealed several no power alarms without the low battery alarms. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of corrosion on the motherboard, interface board, and the liquid crystal display board.